Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 300 mg/dl. The customer was advised to remain disconnected to the pump. The customer was advised to insert new aaa alkaline battery and the display return. The customer had to set time and date. The customer performed self-test and passed. The customer was advised to monitor and we will ship a replacement battery cap. The customer declined to troubleshoot for failed battery test.